Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead exhibited noise oversensing. It was noted that there was pacing inhibition for three seconds. Technical services (ts) recommend further evaluation in the clinic with isometrics, pocket manipulation and serial impedances to see if anything is reproducible. This pacemaker and rv lead remain in service. No adverse patient effects were reported.